Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to extend. The rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.